Event description:
It was reported the subject device exhibited half of the image appears black. The issue was identified during inspection for an unspecified laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device housing was deformed, bad charged coupled device, no image, incorrect reprocessing and failed the water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to bad charged coupled device. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.